Event description:
A caller reported that their pump screen was dark and would not turn on. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Despite the pump malfunction, the customer did not have a backup plan, prompting them to seek syringes for immediate use. Technical support did a pump reset and pump gave another malfunction code and shut down. Cts to replace pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.